Event description:
Two balloons ruptured immediately upon inflation during an iliac angioplasty of an extremely calcified lesion. Other balloon catheters were used to successfully complete the procedure without pt complications. The devices have been destroyed by the user facility. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Since co's follow up indicated these devices were used in a calcified lesion co believes this contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Co's directions for for use state: "due to the extremely thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during intro or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".